Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure,vasoview 7 xb malfunctioned (cautery not working). Vein was good and no excess bleeding. A replacement device was used to complete the procedure. No harm was done to the patient.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/19/2022. An investigation was conducted on 07/05/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed. The electrodes were observed to be intact, with no visual defects observed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599). The device failed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device did not activate. The bipolar cord connection was manipulated during activation. The device did not activate. The device did not produced steam and the saline did not ¿boil¿ on the test gauze each time. Based on the returned condition of the device, the reported failure "failure to deliver energy" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4).